Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, after implant, an interrogation of the implantable cardiac monitor (icm) device showed noise. Another programmer head was used and also showed pure noise. The device was not used. No patient complications have been reported as a result of this event.